Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced true ventricular fibrillation rhythm and received multiple high voltage therapies. The arrhythmias were spontaneously broken as the patient experienced syncope episode and presented to the emergency room. Upon review, the implantable cardioverter defibrillator exerted max output therapies which did not successfully convert patient's arrhythmias. It was noted that the patient had a recent change in medication and the patient had not been taking medication. No programming changes have been made. The patient was in stable condition and would continued to be monitored.